Manufacturer narrative:
Due to case logs not being provided, an investigation could not be performed. The observed overall risk level is low which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained and there is no further investigation required. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that misplaced screws that were placed using the excelsius gps system post-operatively are causing adverse patient effects.